Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
A pt contacted our firm and reported he developed a corneal ulcer od while wearing acuvue oasys for astigmatism contact lenses. The pt provided the following info, on (B)(6) 2013 he began wearing acuvue oasys for astigmatism contact lenses and about 1 week later noted redness od. On (B)(6) 2013 the pt visited an urgent care ctr for redness od and was diagnosed with "infection." The pt was prescribed tobramycin 1 gtt qid od. On (B)(6) 2013 the pt visited his optometrist and was referred to an ophthalmologist whom he visited on (B)(6) 2013. The pt said he was diagnosed with a corneal ulcer od and prescribed lotamax od and besivance od and the pt was to continue tobramycin 1 gtt qid od. Requested pt sign a release at his treating ecp's office, he said he would be there (B)(6) 2013 for a f/u exam and would sign a release. On (B)(6) 2013 called the ecp's office and the faxed a copy of the (B)(6) 2013 exam and (B)(6) 2013 f/u exam. The initial exam record indicates the pt c/o redness od x 6 days and pt received rx for tobramycin q2h from urgent care center "which didn't seem to help." Pt's va with old glasses 20/25 od. The slit lamp exam (sle) revealed the following: (+) bulbar conjunctival injection; palpebral follicles (gpc); (4+) pannus; round corneal ulcer 4 o'clock od; tear film abnormal (dry). Diagnosis: "pannus ou; gpc; conj hyperemia." Rx: lotemax gel drops od qid until return; robramycin od qid x 1 week; besivance od q2h while awake, q3h tomorrow, qid x 1 week. "Should switch to dailies and rest eyes more. (Non oasys). Return to office in 1 to 2 weeks to check ulcers and pannus. The pt returned on (B)(6) 2013 for f/u. The pt's va with phoropter 20/25 od. Sle: persistent episcleritis od; heavy pannus od; tear film abnormal (dry); assessment: heavy pannus; dry eye ou; episcleritis od; ulcers resolved. Plan: "advised to take omega 3 oils and fish oil; pt advised to lubricate and use preservative free." Return: routine. There is a note that "contacts fit perfectly." Multiple calls made to ecp for clarification of severity of corneal ulcers and pannus, spoke with the ecp on (B)(6) 2013; the ecp said the pannus was "pretty bad" but did not extend into the visual axis. The ecp said the corneal ulcer od was infectious, responded to treatment and resolved. The ecp felt the corneal ulcer and pannus were due to the pt's dry eyes and contact lens over wear. The pt has resumed contact lens wear. The (4+) pannus reported in the pt's os is reported in MDR 1033553-2013-00108. No additional info is expected. Product was requested for eval but has not been received at this time. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.